Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a general surgery procedure they were unable to open jaws of stapler. Device was locked on tissue with jaws closed. Jaws were opened with a set of graspers according to the or staff. Tried to utilize manual override, but was unsuccessful. Was also reported that a new scrub tech was assisting in case. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 8/6/2021. H6: component code = g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with one gst45w reload. The reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to the home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor. No functional testing could be performed due to the returned condition of the motor. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this condition may be exposure of cleaning solutions. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.